Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 400 mg/dl when her actual blood glucose level was 32 mg/dl. The customer subsequently passed out due to the low blood glucose. The customer's husband treated her with juice but her blood glucose lowered to 25 mg/dl. The customer stated that no emergency medical assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.